Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and a shaft separation occurred. The 99% stenosed target lesion was located in a moderately tortuous arteriovenous fistula in the patient¿s left front arm. The symmetry balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 15atms. Severe resistance was noted while withdrawing the balloon catheter from the lesion. When approximately 1cm of the proximal portion of the balloon was inside the sheath, the shaft of the symmetry separated. The distal portion which separated caught on the sheath and everything was able to be removed as a unit. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned product revealed the device was returned along with a 5fr sheath. A shaft break had occurred 395mm distal to the strain relief and the balloon completely detached from the shaft at this location. The distal end of the shaft was stretched proximally for 90mm in length. The proximal balloon sleeve was intact. The distal end of the balloon was not folded or wrapped around the shaft. The proximal end of the balloon was folded and wrapped around the shaft. There were traces of blood visible inside the balloon. The shaft was flattened and jagged like at the break area. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and a shaft separation occurred. The 99% stenosed target lesion was located in a moderately tortuous arteriovenous fistula in the patient's left front arm. The symmetry balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 15atms. Severe resistance was noted while withdrawing the balloon catheter from the lesion. When approximately 1cm of the proximal portion of the balloon was inside the sheath, the shaft of the symmetry separated. The distal portion which separated caught on the sheath and everything was able to be removed as a unit. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.